Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system pump canister kit. During the procedure, while attempting to initiate aspiration for the first pass, the hospital staff accidentally did not remove a plastic film from the canister lid, which obstructed the aspiration tubing. Consequently, there was no blood flow into the canister. After the plastic film was removed, another attempt was made to aspirate the blood clot using the same penumbra system. Thereafter, the blood clot was completely removed and the patient's thrombolysis in cerebral infarction (tici) grade was a 3. There was no report of an adverse effect to the patient.